Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated at the service and repair center. Per service report, the reported failure was verified. Therefore, this complaint can be confirmed. Visual inspection revealed corrosion evident on the motor. Additionally, the keyboard resistance value was found to be out of tolerance limits during testing. The following activities were performed: keyboard pcb corroded, handcontrol set replaced. Functional test completed. Motor does not turn: motor replaced. Defective drill mounting mechanism has been replaced. Resistance value out of specs: handcontrol set replaced. Motor corroded - motor replaced. Protective conductor resistance out of tolerance - motor cable replaced. "Micro": preventive replacement of o-rings performed. Corrosion is caused by excessive fluid ingress due to repeated usage of the device over time. Furthermore, when the resistance values of the keypad are out of range, the buttons of the device may not respond. Therefore, this could be a potential root cause for the button failure observed. The deficiencies observed were found to be impairing the functionality of the device and could have caused the customer to experience the device not to function as intended. The defective components were repaired/replaced and the system was restored to specification and is now fully functional. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via e-mail that during a shoulder arthroscopic the micro tornado hand piece with hand control was not working. The handpiece stopped working during the surgery. A surgical delay of 15 minutes was reported. There was no patient consequences or impact to the user. The case was completed with another device of a different company.